Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramp"), anxiety ("anxious"), depression ("depressed"), mood swings ("hormonal changes describe: excessive mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (she underwent surgical procedure with removal of the essure device). Essure was removed in 2005. At the time of the report, the pelvic pain, abdominal pain lower, anxiety and depression outcome was unknown and the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo a surgical procedure with removal of the essure devices she has been left with serious injuries. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet received. Events: vaginal bleeding, menorrhagia, apareunia, migraines / headaches, nausea, dental problems, dysmenorrhea, dyspareunia were added. Historical & concomitant conditions drugs were updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramp"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (she underwent surgical procedure with removal of the essure device). Essure was removed in 2005. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: because of the requirement to undergo a surgical procedure with removal of the essure devices she has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.